Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported on this avea ventilator no air inlet pressure reading. No reported patient involvement with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect air inlet transducer for investigation. Visual inspection of the air inlet transducer found the pcb shipped without esd protection. A limited evaluation could be performed as a result. A review of the error log found no complaint related entries. The manufacturing screen was accessed and a review found the air inlet pcb present, but without data. The calibration screen was accessed and a review of the air inlet pcba found the a/d count at (B)(4) with the inlet air pressure at 50psi. The a/d count did not respond to changes in the air inlet pressure. The test unit was re-started in user mode. A review of the air inlet pressure monitor found a value of *** asterisk. At this time, the reported event was duplicated and the root cause is associated with a material issue within the air inlet transducer. This is considered an isolated condition and this issue will be internally investigated within carefusion.